Event description:
According to reporter, the product had been in use for approximately 1 hour when inflation line leakage was noted. The pt was brought to operating room for removal of the product and insertion of a new product. The pt recovered with no incident related medical sequelae.

Manufacturer narrative:
Customer has returned the device for evaluation. When the device has been evaluated, the MFR will file a follow-up report detailing the results of the evaluation.